Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced hypoglycemia while using a libre 3 plus cgm, with a lowest cgm reading of 64 mg/dl and a confirmatory fingerstick of 66 mg/dl, and treated the event with oral carbohydrates including a protein shake and candies; the reason for the low blood glucose was unclear and no device-specific problem was identified. Symptoms included hypoglycemia and malaise, described by the patient as feeling sluggish. Outcomes included classification as a serious injury/illness/impairment and an unexpected medical intervention that required medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component were both characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.